Event description:
A cgm error was reported by the caller, identified as error 42. There was no adverse impact to the customer's blood glucose level. The caller was guided by technical support to perform a pump reset, after which the issue was resolved and the caller successfully started their sensor session.